Event description:
Nurse called after admitting customer with high blood glucose. Stated pump was alarming no delivery. Set was changed but alarm continued. Customer too weak to continue troubleshooting.